Event description:
It was reported that an ilet user contacted support for elevated blood glucose, with a sensor reading of 250 mg/dl and a confirmatory fingerstick of 217 mg/dl, without symptoms, following a recent supply change; alerts showed no stopped dosing, and the device displayed an insulin set expired alert, indicating supplies were due for change. Symptoms included no clinical manifestations consistent with hypoglycemia or other adverse effects. Outcomes included user education and troubleshooting, with the agent advising an infusion set change given the period of elevated readings; the user declined further follow-up and would call back if needed. Investigation included a review of device alerts and user-reported history. Investigation of this case revealed that the insulin set was expired and due for replacement, and no device dosing interruptions were identified. It was concluded that the cause of the hyperglycemia was unclear, with user action recommended to change the infusion set and continue monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.